Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a partial lead was returned in one piece for analysis. Visual inspection revealed the inner insulation was abraded at the middle region of the lead. Unable to determine the condition of the outer insulation in this location due to it not being returned for analysis. The cause of reported event was due to inner insulation abrasion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing, automatic mode switches (ams), and pacemaker mediated tachycardia (pmt) were observed on the right atrial (ra) lead. Technical support was contacted, and the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.